Manufacturer narrative:
Received voluntary medwatch mw5152838.

Event description:
It was reported via voluntary medwatch that the right ventricular (rv) lead exhibited high capture thresholds. A new rv lead was implanted.